Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Lobes would not undeploy due to dried blood. However, electrical testing to determine continuity of the conductor(s) passed.

Event description:
It was reported, during an implant procedure, the lobes deployed, but did not undeploy for repositioning. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.